Event description:
Bilateral patient: litigation papers allege need for additional surgery, excessive levels of cobalt and chromium in serum blood, and past and future pain and suffering. **update**(B)(6) 2012 -sales rep reported revision surgery on 10/09/2012 for the left hip due to positioning of the cup was vertical. There was no new information that would change the outcome of the investigation. ***update*** (B)(6) 2012 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2012. Added left femoral head product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.